Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of hypoglycemia events where the patient did not receive alerts from eversense cgm system due to possible sensor inaccuracies. The event details are as follows: (B)(6) 2025 - time not recorded by the patient - sensor glucose (sg) -230mg/dl, blood glucose (bg) -63 mg/dl. The patient did not seek medical attention and was able to self resolve the event by ingesting glucose.

Manufacturer narrative:
The user reported a low glucose event on 13-aug-2025. The user was unable to recall the exact time of the event but reported sg: 230 mg/dl and bg: 63 mg/dl; review of the data management system (dms) confirmed that on (B)(6) 2025 at 11:11 pm, sg was 230 mg/dl and bg was 63 mg/dl. A review of the alert history showed that no low glucose alert was generated, as the sg did not fall below the alert threshold. The user did not seek medical treatment and resolved the event by ingesting glucose (sugar). The user's hcp was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. In an associated case of sensor inaccuracy, in-vivo data review revealed optical instability during the reported timeframe, which most likely contributed to the observed inaccuracies. The system was monitored for several days, and subsequent review showed that recent bg values entered as calibrations aligned with sg trends, with occasional differences attributed to lag and calibrations entered during periods of rapid change.a review of data from the two weeks following reported event demonstrated good agreement between sg and bg values, indicating that the system had stabilized and was performing within expectations. B4. Date of this report 28 sept 2025. G3. Date received by the manufacturer? 28 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.